Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported early battery depletion, and revealed a high current drain condition. Further analysis revealed that the excessive current drain was due to a short between a resistor and an integrated circuit. Analysis also noted that there was a crack in the integrated circuit that coincided with the physical location of the short.